Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) had overdischarged. The patient experienced ¿no paresthesia¿ as a result of the issue. It was unknown when the patient had last charged their ins or whether any physician mode recharges (pmrs) were attempted to resolve the issue. There were no known issues with the ins; the cause of the overdischarge was reportedly ¿lack of recharging.¿ the ins was replaced at the time of report as a result of the issue. It was noted the patient¿s ins had been repositioned a few months prior to report due to the patient having gained weight and having reported problems with recharging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.